Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found to be dislodged. It was also reported that the pod was leaking insulin.

Manufacturer narrative:
No damages or defects were observed on the adhesive pad, bottom housing or e-seal that would have contributed to the reported adhesive malfunction or dislodging. The exposed portion of the soft cannula was found to be kinked. The timing and cause of this damage cannot be determined. Though the soft cannula was found to be kinked, fluid was still able to flow through the complete fluid path. Leak testing found no leaks or blockages. Download data showed no timeouts or drive stalls and no alarms were generated.